Event description:
This event occurred during the transfer of a patient from the gurney to the philips allura xper fd10/10 biplane procedure surface, using a left side approach. The left side must be utilized for patient transfers, as additional equipment, including the robotic arm is adjacent to the right side of the table. The detachable control panel (which looks like a keyboard), is responsible for controlling the x-ray table, the c-arm, etc., and is usually located on the left. However, in order to transfer this patient, the control panel had been detached and moved to the end of the table. The patient inadvertently hit the control panel with his foot and activated the c-arm, which swung down and almost hit him in the head. The control panel does not have a locking mechanism, or any way to prevent accidental touching/hitting of the toggle switches. The risk manager and biomedical engineering reviewed how the event happened, and were easily able to replicate inadvertent action of the device. Alternative control panel locations were discussed, but it was concluded that no matter where it is located, the potential for inadvertent activation is present. Therefore, the risk of harm to patients and staff members remains a significant issue. Currently, the control panel is being removed from the rail, (which requires removal of the lead protective radiation shield) and relocated to an area more removed from action. However, it is still not completely "safe" from unintentional activation, as it is possible for the buttons/switches to still be "bumped." If philips would produce and install a protective guard to modify the control panel, it would prevent this from happening again. Ultimately, it would be safest if in addition to a guard, they devised a control panel lock-out switch, or a separate c-arm "brake" button. We notified the vendor representative, but they did not get any indication that philips would be implementing any sort of locking option or other protective mechanism.